Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: part: 324.210. Lot: 2l56525. Manufacturing site: bettlach. Release to warehouse date: 24 december 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2.5 calibr l300 w/quick-coupl the drill bit was broken, and broken piece was not returned, and no other issues were identified however the embedded condition cannot be confirmed since no x rays were provided. The dimensional inspection was not performed due to post manufacturing damage. The observed condition drill bit ø2.5 calibr l300 w/quick-coupl in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø2.5 calibr l300 w/quick-coupl. While no definitive root cause could be determined, it is probable that drill bit ø2.5 calibr l300 w/quick-coupl was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: drill bit calibrated quick coupling insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for pelvic fracture with the drill bit. During the surgery, the drill bit was broken when the surgeon drilled into the innermost screw hole of the plate to fix the pubic bone. The drill bit was broken about 2 cm from the point, and it was considered impossible to take it out, so the fragment was left in the bone. The surgery was completed successfully within thirty (30) minutes delay. The surgeon commented that the cause might have been an unreasonable force applied during drilling or interference between adjacent screws collided or bone stiffness, etc. No further information is available. This report is for one (1) 2.5mm percutaneous drill bit qc/300mm/200mm calibration . This is report 1 of 1 for complaint (B)(4).